Event description:
It was reported that the patient was transferred in from another facility during intra-aortic balloon (iab) therapy. It was noted that when the patient was transferred, a fiber optic sensor failure message was displayed. The customer was walked through steps to disconnect the fiberoptic cable and zero the existing transduced arterial line. This was successful. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings), h11. Complaint # (B)(4). The product was returned with the membrane completely unfolded and blood found on the exterior and in the inner lumen. No kinks were identified. The three-way stopcock and extender tubing were also returned. - a sensor output test was performed, and the sensor was found to be within specification. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Manufacturer narrative:
Occupation: rn, ccrn. Additional reporter: (B)(6).

Event description:
It was reported that the patient was transferred in from another facility during intra-aortic balloon (iab) therapy. It was noted that when the patient was transferred, a fiber optic sensor failure message/ alarm was displayed. Therapy had been initiated nine days prior to the patient's arrival. The previous facility stated it began to malfunction when they moved the stretcher towards the room, they were not sure if perhaps the cable was pulled or not. They indicated there was no problem whatsoever during the 1.5-hour transfer to the transfer facility via ambulance. The customer was walked through steps to disconnect the fiber optic cable and zero the existing transduced arterial line. This was successful. There was no patient harm or adverse event reported.